Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the wake button was sticking which led to a button alarm that could not be cleared. In addition, when the pump was plugged into a power source, the pump would go into storage mode due to the wake button being stuck down. Customer¿s blood glucose was 220-350 mg/dl. Reportedly, the customer will continue to use current pump, and has manual injections available for insulin therapy.